Event description:
The patient reported he spilled a full cartridge of insulin into the cartridge compartment of his infusion device. He stated this occurred while he was trying to remove the cartridge and the plunger remained attached to the piston rod. The pt was able to detach the plunger from the piston rod. The pt did not reported blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.